Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was no visible damage to the keypad. The down arrow button was found to be intermittently responding to presses. The keypad was removed and contamination was found under the up, down, and contrast buttons contacts. Unrelated to the complaint, the pump powered on with a faded discolored display screen. The display screen was replaced with a test screen and the display returned to normal.

Manufacturer narrative:
The product associated with this complaint has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter claimed the down arrow button was intermittently unresponsive when pressed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.